Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance and high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture threshold and low pacing lead impedance were not confirmed. Electrical, mechanical, and visual analysis was normal with no anomalies found.